Event description:
The manufacturer became aware of a literature published by dr barret at hospital pierre paul riquet. The title of this report is ¿short-stem uncemented anatomical shoulder replacement for osteoarthritis in patients older than 70 years: is it appropriate?¿, published in 2021, which is associated with the stryker tornier perform anatomic augmented glenoid system. The article can be found at https://doi.org/10.1016/j.jseint.2021.02.014. This report includes analysis of the clinical data that was collected on 32 cases. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced a type 1 complex regional pain syndrome (crps).

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.